Manufacturer narrative:
The reported event for high defibrillation impedance was not confirmed on the partial lead connector portion. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures. The low voltage and high voltage lead impedance could not be measured due to the as received condition of the lead.

Event description:
Related manufacturer reference number:2017865-2022-12518. It was reported that the right ventricle lead exhibited high defibrillation impedance. The right ventricle lead was capped and replaced on (B)(6) 2022. During the procedure, it was noted that the right atrial lead had insulation damage. Upon further review, the right atrial lead had exhibited noise on the previous remote transmissions. The right atrial lead was capped and replaced during the same procedure on (B)(6) 2022. Patient was stable.